Event description:
Sorin group (B)(4) received a report that, while priming the circuit with blood, the water returning to the heater/cooler from the oxygenator was stained red. The oxygenator was changed out and there were no consequences to the pt.

Manufacturer narrative:
Sorin group manufactures the compact flo evo oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The evo oxygenator is not distributed in the united states and therefor has no 510(k) number. However, the heat exchanger is the same as those used in oxygenators which are distributed in the united states. Sorin group (B)(4) has requested that the device be returned for eval. To date, no product has been received. The investigation is on-going. A follow up report will be sent when the investigation is complete.